Event description:
A caller reported that a cartridge was not fitting properly on the pump during troubleshooting for a minimum fill issue, with the cartridge not fully snapping into place. There was no reported adverse impact on customer's blood glucose level. Technical support instructed the caller to remove the pump case, inspect the pneumatic tap area, and clean it with an alcohol wipe or lint-free cloth. The caller successfully reloaded the original cartridge into the pump, allowing them to resume insulin therapy.